Event description:
On 2017-apr-21, additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep). It reported the initial implant date of the catheter was in 2005. It was unknown if this was the initial implanted catheter. It was reported that 'in the hcp's opinion', the implanted catheter was the "first and only" catheter that has been implanted. The patient did not have a history of catheter revisions and there were no previous catheter revision.

Manufacturer narrative:
Pump analysis revealed no anomalies. The device met specification. Conclusion code no longer applies to this event.

Manufacturer narrative:
Concomitant medical products: product ID 8709, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-dec-16, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (unknown dose and concentration) via an implantable pump used for an unknown indication. On an unknown date, the patient did not have an effect of the therapy/satisfactory therapy. The patient had become, "more and more spastic". The patient went many weeks without satisfactory therapy. Further details of the event were reported as, "during more weeks they tried to find , at least they decided to replace the whole system". The event resulted in replacement of the catheter and pump on (B)(6) 2016. The patient outcome was not known.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received. It was reported that they did not know about anything that was wrong with the pump, but the patient had strong spasticity. Before their problems they received a daily dose of 74 mcg/day of lioresal and after 3 months the daily dose was up to 350 mcg/day. A radiologic screen was done and they could not find any problems with the catheter. The physician decided to replace the whole system and now the patient is still good with their low dose of 75 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.